Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores with a breakout. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream and antibiotics for the skin irritation. Follow up indicated that the skin irritation improved.